Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that a patient connected an extension line to pump and was just about to administer when a message appeared - downstream occlusion - pt adjusted the line to check for kinks but it kept alarming, there were no clamps on the tubing and it wasn't connected to the pt. Pt then advised she connected a new ext line to the pump and as soon as she had put the new ext line on a message appeared straight away advising it was ready to prime. Pt advised she thinks it was a faulty ext line and she has her pump all set up ready to have her infusion now. No patient injury was reported.

Manufacturer narrative:
Additional information b5 , d4 (catalog number) d10 h3 ,h6 d4 UDI and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. The samples returned consist of five (5) units. The returned samples were received in inside plastic bag which was not its original packaging. The complainant returned units were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination according to procedure. Occlusions were identified between tube assembly to filter bonding; thus, failure mode was confirmed. The root case of the reported issue was found based on the tests results, it was concluded that the failure could be reproduce in two ways. 1. When the excess of solvent was not cleaned before to assembly the tube with the component. 2. When the tube was introduced two times in the solvent dispenser (procedure was not followed). An awareness notification was issued to personnel involved on (B)(6) 2023 by quality engineer to notify production personnel about the failure mode reported by the customer.

Event description:
Additional information received via email and attached on 23-mar-22: customer confirmed she was reporting an extension set. Patient details provided.